Manufacturer narrative:
On october 27th, 2021, a pump system check was performed and the pump functions as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.